Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - there was damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08795. It was reported that device stuck in stent occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal to middle left anterior descending (lad) artery. The 2.5x32 synergy drug eluting stent was deployed in lad. An opticross¿ imaging catheter was selected for post stent intravascular ultrasound. Upon attempt to remove the opticross¿ catheter the device became stuck in the previously deployed synergy stent. An additional guide wire was inserted and the bias was changed, it became able to remove the opticross. It was suspected that the guide wire exit port of the opticross¿ was damaged. The procedure was completed using a non-bsc imaging catheter. No patient complications reported and the patient's condition is good.